Event description:
The clinic reported a patient injury due to excess weight removal after repeated clearing of either dialysate pressure high or dialysate pressure low alarms and an undefined tmp alarm.